Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion. The technical support recommended to have the ICD returned and note any possible reason for premature depletion. The ICD device was explanted. No additional adverse patient effects were reported.